Event description:
It was reported that the external pulse generator (epg) had a low battery, while the epg was attached to the patient and the patient went asystole. Troubleshooting steps were taken by changing the battery. Upon changing the battery, the device power source was depleted and epg replaced with another one. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) had a battery issue, device had failed the battery removal test due to main printed circuit board (pcb) contamination. It was noted that the hanger assembly and the lower case were broken. Keyboard flex, upper case, liquid crystal display (lcd) display and the display frame were found contaminated. It was further noted that the encoder stems were also contaminated, but remained functional. All found defective parts were replaced and all other identified issues were resolved. The instrument then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction fdc/fdr codes h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.